Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device changeout a review of device data found that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead had a stored episode of noise, oversensing, and pacing inhibition of greater than 8 seconds with no asystole. It was noted that the rv lead was not in an optimal position, it was sitting on the diaphragm and was oversensing on deep inspirations. During the change out, the chronic device was explanted and a new ICD was implanted that had better filtering and a better noise algorithm for sensing. The rv lead remains in service and no longer exhibited noise at the least sensitivity with the new device. No additional adverse patient effects were reported.